Event description:
It was reported that the compressor did not switch on. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
It was claimed that the compressor did not switch on and the drainage valve was defective. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. The issue was reportable due to the fact that the issue unit may lead to stop of ventilation. The issue was resolved by replacing mains inlet and drainage valve. The device was delivered to the user in working condition. The root cause to the reported issue has not been determined. The correction of fields manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 03/21/2022. Corrected manufacture date: correct manufacture date of affected device has been not obtained. Previous usage of device: unknown. Corrected usage of device: reuse.